Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that during the integration check the encode healing abutment would not disengaged. It was also reported that the screw fractured.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow up report is being submitted to relay additional and corrected information. The following sections are being reported. B5: it was reported that the during an integration check that the encode healing abutment could not be removed from the driver. The healing abutment had to be cut off with burs. The patient will return for an additional procedure. D6: 07 feb 2018. D7: 27 jun 2018. D8: correction: no. D10: 21 mar 2019. G4: 27 mar 2019. G7: follow up -2. H1: malfunction. H2: correction, additional information, device evaluation. H3: yes, evaluation summary attached. H6: method,,conclusion code. H8: initial use of the device. H10: manufacturer narrative and corrected data. The reported device was returned for evaluation. Visual inspection of the returned device identified severe damage due to removal as reported. The reported condition of a healing abutment that could not be removed from the driver was not confirmed as the device was received in a damaged state and could not be functionally tested. A device history record (DHR) review could not be performed as the reported device lot is unknown. A complaint history review was completed for the reported device item number. No complaints for the reported issue were found. A definitive root cause could not be determined. The most likely probable causes include customer error and excessive torque applied. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the during an integration check that the encode healing abutment could not be removed from the driver. The healing abutment had to be cut off with burs. The patient will return for an additional procedure.